Manufacturer narrative:
The device was received for evaluation and device available for evaluation? Was updated accordingly. The engineering report is not yet available but it will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure, a saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure during the second inflation. It is unknown how the procedure completed. There was no reported patient injury. The product will be returned for analysis. The target lesion was the superficial femoral artery. The lesion was not calcified and mildly tortuous. The rate of stenosis was 100%. An approach was made from the femoral artery towards the popliteal artery. Additional information was received that there was no removing the product from the hoop, difficulty removing the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or if there was any resistance/friction with other devices. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient.

Manufacturer narrative:
During an interventional procedure, a saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure during the second inflation. It is unknown how the procedure completed. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was not calcified and mildly tortuous. The rate of stenosis was 100%. An approach was made from the femoral artery towards the popliteal artery. Additional information was received that there was no difficulty removing the product from the hoop, difficulty removing the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or if there was any resistance/friction with other devices. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient. The device was returned for analysis. One non sterile saber 5mm15cm 90 was received coiled inside a plastic bag. The balloon was already inflated. No other anomalies were noted in the returned device. During microscopic analysis hub was observed cracked. Pressurized water was applied to the catheter using an indeflator (lab sample), and a leakage was observed in the hub. Pressurized water was applied to the catheter using an indeflator (lab sample), and no leakage was observed in the balloon. The unit was sent to sem analysis in order to analyze the potential cause of the hub crack. Sem results showed that the crack passed through the thickness of the hub. Internal surface of the hub showed tool marks, this can suggests that the internal surface of the hub was induced to a force that could cause the cracking. Transversal view of the fractured section of the hub showed a pattern that shows a plastic deformation commonly found on tensile fractured surfaces. No other anomalies were found during sem analysis. Review of lot 17300604 revealed no anomalies during the manufacturing and inspection processes. The reported "balloon - burst-at/below rbp (peripheral)" was not confirmed since the balloon could be inflated and no leakage was observed from the balloon. However; the hub was received cracked. The exact cause of the crack condition could not be conclusively determined. However, according to sem results, the internal surface of the hub showed evidence of tool marks which may suggest that procedural or handling factors may have contributed to the event. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore, no actions will be taken at this time.